Manufacturer narrative:
The insulin pump had a blank display. The problem was isolated to the liquid crystal display board.

Event description:
The customer called to report a blank display. Troubleshooting was performed, and the issue was not resolved. Nothing further was reported.